Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used the er320 clip applier to clamp across cystic artery. The clips did not close properly and they continued to dry fire the device. Another device was used to complete the case. There was no consequence to the pt.